Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09764, 09765. The pt is implanted with two surgical leads (from different lots). It was reported the pt has experienced an increase in the need to recharge. A full parameter diagnostic indicated invalid impedance values on several contacts. It was also reported the pt's lead is allegedly fractured. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.